Event description:
The catheter was placed about 1 month before the incident. An x-ray was taken at placement which showed it to be in place. On 8/22/96, the pt came to the hospital suffering from dehydration. An x-ray was taken which showed the catheter had dislodged from the epidural space.